Event description:
Pt reported having a blood glucose over 590 mg/dl and being admitted to the hosp. Pt was treated with a saline IV and insulin injections and put into ICU. Pt's white blood cell count was way up when in the hosp. Pt stated he did have a low blood glucose (60mg/dl) the night before it elevated.